Event description:
It was reported the patient could not tell when he received a bolus; however, the bolus did help with pain. It was noted if the patient did not receive a bolus from his personal therapy manager (ptm) he ended up on a ventilator and that had happened in the past. It was also reported the patient had kidney disease and that may be a contributing factor in the increase in pain. No further information was provided. It was unknown what drug the pump was being used to deliver at the time of the event. Also, specific symptoms associated with the event, interventions required, the cause of the event, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8835, serial # unknown, product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient had relocated about six months earlier to new hampshire and the healthcare provider (hcp) had lost track of how the patient was doing. The reporter was unfamiliar with the event in which the patient was on the ventilator and did not have any information regarding this event or the personal therapy manager (ptm) issue.